Manufacturer narrative:
A ge service rep performed an onsite investigation and made a recommendation to the customer for a pc replacement to repair the system. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system would not "start" up and the customer was not able to save or process the image. However the system did perform x-ray and fluoroscopy functions. No pt injury was reported.